Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's problem was not duplicated, could not repeat customer's stated problem during testing. The optic switch will be replaced during the repair process as a preventative measure. The main board will be replaced. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited software error 45630. No patient injury reported.